Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, is likely the image was flickering due to defective plug unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope had a distorted picture. The issue was found during a diagnostic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.